Event description:
Procedure: hemicolectomy. Reportedly, the device appeared to have fired correctly, but after checking the latero-lateral anastomosis (ileon-colon), the staple line was bleeding. The surgeon then used clips and surgi-cel to mitigate the bleeding.